Manufacturer narrative:
Block g2: FDA registration #: 0700220000-2021-8090. Block h2: correction: blocks e3 (init rptr also sent rep to FDA), g2 (report source), and h10 (additional MFR narrative). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of twohurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of twohurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that both balloons broke. There were no patient complications reported as a result of this event.